Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt presented to the clinic, and stated that he was having intermittent alarms when connected to the pt cable. During evaluation of the percutaneous lead, the vad coordinator found that the events could be reproduced when the pt leaned to the side. The events could not be reproduced when manipulating the external portion of the percutaneous lead. The MFR's technical svc rep went to the hospital and performed a phase interrupter test on the percutaneous lead and the test did not indicate any fractured wires. It was confirmed that the events could be reproduced with pt movement. Internal percutaneous lead damage was suspected. The pt was admitted into the hospital and the medical staff discussed the pt's options with him. Add'l info was rec'd from the vad coordinator that the pt is currently on an ungrounded pt cable due ot speed drops and is at home.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.